Manufacturer narrative:
H6: the applier was received with excessive dried body fluids in the cartridge assembly and with the feedbar adhered to the applier floor. The feedbar could not be extricated and no functional testing could be performed. Ligaclip multiple clip applier-based upon the inquiry information received and the visual examination, it was concluded that the reported incident during surgery may have been due to dried body fluids adhering the feedbar to the applier floor. The applier was received with excessive dried body fluids in the cartridge assembly and with the feedbar adhered to the applier floor. The feedbar could not be extricated from the applier's floor and no functional testing could be performed.

Event description:
It was reported the device was used during a pneumonectomy. It was reported the mcl20 misfired. The jaws of the device overlapped in a scissor motion which prevented the clip from forming correctly. A few good firings were rec'd. All malformed clips were retrieved from the pt. The case was completed with a new device. There was no consequence to the pt.